Event description:
In 2008, the pt reported that the infusion device displayed e8 (power interrupt) and then e6 (mechanical) error. The battery had been in used for 1 week. The pt removed and reinserted the battery and performed the change cartridge procedure. The infusion device alarmed e6 while attempting to prime the infusion tubing. She stated that the piston rod only moves a little and "makes a crazy noise" and the infusion device alarms e10 (cartridge error). The pt stated that the infusion device had not been dropped or exposed to water. No physiological effects were reported. The pt was advised to switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.